Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Note: the devices were received on 08/17/2018 and processed on 08/20/2018. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
On 08/17/2018, saline mentor breast implants of unknown type were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.

Manufacturer narrative:
On 09/06/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 1.2 cm on the posterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).